Manufacturer narrative:
Isi has requested the catheter involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the ion systems do not have onsite connectivity at this time. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that when the customer was removing the forceps, an additional substances came with the forceps. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, when the customer was removing the forceps, an additional substances came with the forceps. The clinical application engineer (cae) believed that it was part of the catheter lining as the customer noted there was poor tip radius with the catheter. The diagnostic procedure was completed with no reported injury. The ion fully articulating catheter (referred to as the catheter) is intended to be used with the ion endoluminal system for navigating to the target region in the airways. It is intended to also provide a conduit for the ion peripheral vision probe, flexion biopsy needles and delivering compatible off-the-shelf tools. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fragments were fell into the patient and came out with the forceps. It is unknown if all fragments were retrieved or not. There was no additional surgical procedure required to remove the fragment. No post-operative tests like an x-ray or ultrasound was performed to check for remaining fragments. The catheter instrument was inspected prior to use and no damage was found. The surgeon noticed significant force to retract the catheter during the surgical procedure. The catheter did not collide with any other instruments or other hard material during the surgical procedure and the fragment did not fall inside the patient during an instrument tip / accessory collision. There was no patient injury.